Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reports that the device has a speaker malfunction with no sound. The device was not in use on a patient at the time of event, there was no patient involvement.

Event description:
The customer reports that the device has a speaker malfunction with no sound. The device was not in use on a patient at the time of event, there was no patient involvement.